Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with artificial urinary sphincter (aus) procedures and are noted as such in the device instructions for use. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms erosion, urinary retention, swelling, pain and extravasation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after the patients initial artificial urinary sphincter (aus) implant, he presented swelling that led to urinary retention, his bladder was enlarged, he had significant pain and the bulbar urethra at the cuff level showed minor extravasation (leakage of fluid from urethra to surrounding tissue). The physician believed that the device malfunctioned and the patient underwent a surgical procedure in which all the components were explanted and replaced. During the procedure, the right inguinal old incision site was re-opened and the aus tubings were released. It was identified that, using a mosquito clamp to manually push the activation button, the pump would refill, but not the cuff. The physician states that the urine leaking trough the urethra, at the cuff, likely followed the outside of the urethra to he scrotum, causing the inflammation, which resulted in the scrotum filling with fluid. He states that the patients catheterization likely caused an erosion of the urethra and the urine leak, leading to a scrotum enlargement. The physician also stated that the area of the urethra were the cuff was placed is not damaged and is suitable for a future placement of a cuff. The patient is currently using a condom catheter and will look for a new urologist to get a new implant I a few months.